Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. The stellar 100/150 user guide provides the following indications for use: - ¿the stellar 100/150 is intended to provide ventilation for non-dependent, spontaneously breathing adult and pediatric patients (13kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea.¿ the stellar user guide also states that ¿the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator¿. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a hospitalized patient using a stellar 150 device developed oxygen desaturation to 79% along with difficulty breathing and a feeling of suffocation. It was reported that the stellar device displayed a system error 21 and an unspecified alarm. The patient was subsequently switched to nasal oxygen, placed on an alternate device and their condition improved.